Event description:
It was reported that a dexcom g7 sensor was not paired to the ilet, leading to a sensor error and lack of cgm values, with coaching provided to enter blood glucose, review alerts, and start a new sensor with code entry in both the ilet and dexcom applications, after which warmup was advised. Symptoms included hyperglycemia, with a reported peak of 390 mg/dl and elevated glucose for approximately 2¿3 hours, without alerts for above 300 mg/dl over 90 minutes, and without ketone testing, back-up therapy, medical intervention, or need for assistance. Outcomes included no injury and no hospitalization. Investigation included troubleshooting and user education for cgm pairing and sensor start, as well as review of alert history. Investigation of this case revealed that the hyperglycemia was associated with a cgm sensor pairing failure and sensor error, preventing the ilet from receiving cgm data until a new sensor was started. It was concluded, based on previously established findings for similar reports, that user interface and connectivity issues between the cgm and the ilet were the most probable cause.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.